Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: opening radius, encapsulation (50%-100% of the area) and weight to the spec. A visual and microscopic analysis was performed which identified: striated opening on radius and crease fold. Base on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Physician reports right side late seroma and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma - late and capsular contracture, baker grade iii. (B)(4).

Event description:
Physician reports right side late seroma and capsular contracture baker grade iii. Device has been explanted.